Manufacturer narrative:
Product was not returned to ldr medical. No visual and functional evaluation can be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress. Conclusion not yet available.

Event description:
Roi-c : anchoring plate broken 1 year post-op. According to the reporter: after the 6 week check everything was ok. Only at 1 year check was it found that the caudal anchoring plate was broken. The patient is fine. No clinical problems. Additional information received on december, 14th 2018: the patient is doing very well, there are no problems regarding broken anchor plate. Patient is not smoking. No revision planned. No trauma.

Manufacturer narrative:
This medwatch is submitted to send the final report. Product didn't return as the device is still implanted in patient. No visual examination can be performed. The review of the device history records and traceability did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. It could not even be possible to make hypothesis about the root cause of the event. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: unknown . If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Roi-c : anchoring plate broken 1 year post-op according to the reporter: after the 6 week check everything was ok. Only at 1 year check was it found that the caudal anchoring plate was broken. The patient is fine. No clinical problems. Additional information received on december, 14th 2018 : the patient is doing very well, there are no problem regarding broken anchoring plate. Patient is not smoking. No revision planned . No trauma.